Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-oct-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with an octaray mapping catheter and there was an irrigation issue (device used on patient) issue observed. The catheter would not flush properly after using the catheter awhile. The catheter seemed to be occluded and was no longer irrigating as expected. When the catheter was replaced, the issue resolved. The catheter was brand new and not reprocessed. There was no patient consequence reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation procedure with an octaray mapping catheter. The catheter would not flush properly after using the catheter awhile. The catheter seemed to be occluded and was no longer irrigating as expected. The device evaluation was completed on 09-oct-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the irrigation tube and luer hub were cut. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The irrigation tube and luer hub cut condition could be related to a bad practice of the hospital to identify the complaint catheters; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. To avoid char formation on the rings of this mapping catheter, do not apply rf energy when the ablation catheter is in contact with one or more rings of the mapping catheter as part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿catheter would not flush properly¿ issue. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the biosense webster inc. Analysis finding of the ¿irrigation tube and luer hub were cut¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).